Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. (B)(4).

Event description:
As reported by healthcare specialist, during the coil embolization of cerebral artery aneurysm, an enterprise 2 stent (enc402300/10499884) became deployed at 3 cm from distal end of the prowler select plus microcatheter (606s225x/172861870.) Fortunately, it could be removed from the patient body, however, it was badly damaged and lost its original form. It was replaced with another stent 30mm long, which was implanted successfully to the target site. The physician mentioned that he might have pushed delivery wire so strongly that the stent deployed at the distal end. The procedure was completed without further issues. There were no patient injury/complications. There was no significant clinical delay to the procedure as a result of the issue. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, the constant flush had been maintained at all times. No visible damage on the product was noted prior to the event. There was no difficulty tracking the catheter to the target site or excessive manipulation/torquing required prior to the introduction of this device. There were no kinks on the catheter before or after the difficulty. The product was discarded by the customer. No further information is available.